Event description:
Additional information was received that the field representative relayed the information to the patient's clinic, and it was going to be reviewed with the physician. No further information has been made available to the field representative. No adverse patient effects were reported.

Event description:
Boston scientific crm (bsc) received information from a bsc field representative that this implantable cardioverter defibrillator (ICD) and a competitor¿s right ventricular lead were associated with a report of two high out-of-range pace impedance measurements several weeks apart. The representative reported there were no episodes with noise associated with the measurements, and all other lead measurements were stable and consistent. A bsc technical services (ts) consultant discussed the possibility of a positional issue, and recommended testing impedance measurements with the patient maintaining different arm positions and while lying down; the out-of-range measurements could not be reproduced clinically through isometric exercises, device pocket manipulation or arm movements. There were no reports of adverse patient effects, and the device remains implanted and in service. Additional information has been received that the high, out of range, right ventricular (rv) lead pacing impedances have been intermittent but recurrent. Review of remote monitoring data noted that impedances were stable, with the occasional out of range reading noted. There were three stored electrograms (egms), and there was no noise noted on them. Boston scientific technical services (ts) discussed with the field representative follow-up options. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated if additional information is received. As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.